Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular sensing. Testing reported that the r-waves were measuring at 1.0mv in both the unipolar and bipolar configurations. The patient's cardiac drug regime was modified.